Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A center director reported a patient with foreign body sensation and photophobia in the left eye two days post lasik. Topical steroid dosage was increased. Additional information has been requested.